Manufacturer narrative:
Pharmacovigilance comments: the serious expected event of necrosis at implant site and the non-serious expected event of haematoma at implant site, the unexpected events of scab at injection site and skin fissures were considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause include intravascular filler injection leading to vascular occlusion, ischaemic manifestations and necrosis. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative:routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with restylane defyne (unknown amount, lot number, injection technique and needle type) to nose. Three (3) days later, on (B)(6) 2021, the patient noticed blue mark (hematoma)(implant site haematoma) and contacted her physician. On an unknown date in 2021, the patient visited her physician and meanwhile the bridge of the nose slightly cracked(skin fissures) with necrotic signs(implant site necrosis). On an unknown date in 2021, as corrective treatment, the patient received unspecified antibiotics, steroids and hyaluronidase [hyaluronidase]. At the time of the report, the patient's bridge of the nose was crusted(injection site scab) (necrotic) but supplied with blood. Outcome at the time of the report: necrotic signs was not recovered/not resolved. Blue mark (hematoma) was unknown. Bridge of the nose slightly cracked was not recovered/not resolved. Crusted was not recovered/not resolved.